Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the battery compartment was cracked. Customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the reservoir able to lock in the place when inserted into the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.